Manufacturer narrative:
This was not a problem with the device. The consumer was hit by a car while in the device.

Event description:
Alleges unit was hit by a car. Alleges unit was heading to the store when car made a u-turn and hit consumer.